Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. After the closure device was deployed and released into the laa, the patient had a drop in blood pressure. Transesophageal echocardiography (tee) was performed to check for pericardial effusion, and a trace effusion was noted by the anterior wall and right ventricle (rv). After watching it for a minute, the effusion started doubling in size. Pericardiocentesis was performed, and 1800ml of blood were removed. The blood that was pulled off was given back to patient. A perforation was noted via tee to be coming from the pulmonary artery (pa). Cardiothoracic surgery (cts) was called, and the patient was tapped and taken to the operating room (or) where the perforation was repaired. The closure device was left in place. The patient remained stable through the whole incident. No further information was provided at the time of this report. It was further reported that the patient was already discharged home.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. After the closure device was deployed and released into the laa, the patient had a drop in blood pressure. Transesophageal echocardiography (tee) was performed to check for pericardial effusion, and a trace effusion was noted by the anterior wall and right ventricle (rv). After watching it for a minute, the effusion started doubling in size. Pericardiocentesis was performed, and 1800ml of blood were removed. The blood that was pulled off was given back to patient. A perforation was noted via tee to be coming from the pulmonary artery (pa). Cardiothoracic surgery (cts) was called, and the patient was tapped and taken to the operating room (or) where the perforation was repaired. The closure device was left in place. The patient remained stable through the whole incident. No further information was provided at the time of this report. It was further reported that the patient was already discharged home.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. After the closure device was deployed and released into the laa, the patient had a drop in blood pressure. Transesophageal echocardiography (tee) was performed to check for pericardial effusion, and a trace effusion was noted by the anterior wall and right ventricle (rv). After watching it for a minute, the effusion started doubling in size. Pericardiocentesis was performed, and 1800ml of blood were removed. The blood that was pulled off was given back to patient. A perforation was noted via tee to be coming from the pulmonary artery (pa). Cardiothoracic surgery (cts) was called, and the patient was tapped and taken to the operating room (or) where the perforation was repaired. The closure device was left in place. The patient remained stable through the whole incident. No further information was provided at the time of this report.